Event description:
It was reported that approx three years post implantation of a vena cava filter, the pt presented to the ER and an ivc perforation was discovered, as well as an aneurysm (location unk). The current pt status is unk.

Manufacturer narrative:
The event was reported via a voluntary user facility report (B)(4). The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.